Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine, and morphine drug via an implantable pump for spinal pain use. It was reported that they had the pain pump put in november, and they have had nothing but trouble with it. The patient stated that it took at least 7-10 minutes to get 1 bolus to deliver. The patient also stated that they were advised by their healthcare provider (hcp) to call patient services because they could not do anything about it. The patient mentioned that they were getting 6 extra boluses a day which had been fine. The patient stated that last night at 9pm, they administered a bolus, and their personal therapy manager (ptm) device indicated they would not be able to receive another one for 11 hours and 24 minutes. Yesterday, they administered another bolus at 7 pm, and it showed 14 hours until the next dose. This morning, they administered a bolus at 9 am, and it indicated 2 hours and 10 minutes until the next one. The agent assisted the patient in deleting the data. The patient was able to connect to the pump without any lag and successfully delivered the bolus. The patient stated that they saw a lockout timer of 2 hours with 4 boluses remaining. The patient stated that before, it was giving them every hour and that what they needed to do. The timer then decreased to 1 hour and 53 minutes. They had their bolus at approximately 1:45 pm; before that at 9 am; and around 9 pm, it indicated they would not receive another bolus for 11 hours and 24 minutes. Prior to 9 pm, they had their boluses at 7 pm, 4 pm, 3 pm, and 12 noon. The patient stated they had been administering boluses approximately every hour. The patient mentioned that their hcp increased their dosage of morphine the day before yesterday. The patient stated they could not go 14 hours without a bolus. The patient added that on the 18th, it started locking them out for 14 hours, and it was not doing that before. The patient stated the pump time was (B)(6)/2026 at 11:57 am, and their ptm time was 12:00 noon. The patient was advised to contact their hcp to pull the report and review their bolus activity. Additional information was provided from a consumer stated that the agent instructed the patient to check their therapy details and confirmed the lockout reason was "locked out duration in effect".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that the handset was running slow and "takes forever at least 10 minutes to get it going". An agent tried to walk the patient through deleting the data, but the patient was having a hard time navigating the handset. The patient's spouse took over, an agent reviewed data and assisted them in deleting the data, and the patient was able to connect to the pump with no lag. The patient confirmed they were able to bolus and showed a lockout of 59 minutes with 2 remaining boluses. An agent reviewed the steps taken and the patient's spouse wrote it down for future reference.